Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported a patient underwent a hemi-epiphysiodesis procedure on (B)(6) 2016. During the procedure, a 1.6mm k-wire was used in place of the 8 inch guide wire, as the 8 inch guide wire was unavailable. When the surgeon attempted to remove the wire, the wire broke. A piece remains in the patient's bone.